Event description:
It was reported that a pt had already been discharged, and was ready to be sent home, but he was still wearing his apex pro ch transmitter. Just before he was to be released, he complained of chest pain. The nurses used a defibrillator to revive the pt. During this time, they had tried to re-admit the pt to the dash in combo mode. They selected "ECG source" in the menu, but allegedly did not get a list of ttx#'s to choose. After they revived the patient, and he had a good hr, they again looked at the dash and it was still waiting for a ttx list from the cic. It was reported that the dash had been waiting for the ttx list for at least 20 mins. The pt has since been transferred to the ICU. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.